Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. A 59-year-old male presented with left limb weakness, and imaging revealed infarction in the left frontal and temporal lobes. The occlusion was located in the right internal carotid artery (ica) at the c2¿ophthalmic segment. The first-stage procedure was performed 25 days after imaging-confirmed occlusion and involved balloon angioplasty (pta), which successfully recanalized the vessel but resulted in a type a dissection at the c3 segment, which was attributed to the use of an abbott guidewire. After a 21-day interval, the second-stage procedure included stenting from c4 to c6 using a wingspan 4.0×20 mm stent. Abbott devices used during the intervention included the hi-torque pilot-50, command, and command es guidewires. The patient remained clinically stable with a modified rankin scale (mrs) score of 0 at 17-month follow-up, although moderate in-stent restenosis (isr) was noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is not listed in the hi-torque guide wires for pta instructions for use as a known adverse event; however vascular dissection is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.